Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of 52 mm diameter x 100 mm length abdominal aortic aneurysm. The aortic neck was 20 mm in diameter and 30 mm in length and had an angulation of 90 degrees. The left common iliac artery was 15 mm in diameter x 30 mm length and the right common iliac artery was 17 mm in diameter x 27 mm length. The external iliac arteries measured 6 mm in diameter bilaterally. Bare metal stents were deployed in the external iliac arteries bilaterally prior to implant of the stent grafts. It was reported that the bifurcated stent graft was deployed and after the deployment of ipsilateral limb, the delivery system was attempted to be removed; however, the spindle was stuck on the suprarenal stent and the delivery system could not be removed. Cannulation was done from the contralateral side and a balloon catheter was inserted for removal of the delivery system but it appeared that the ipsilateral limb was cannulated in error instead of the contralateral limb. With pushing, pulling, and twisting, the delivery system was able to removed. An endurant (B)(4) was then deployed in the ipsilateral limb. When the contralateral limb (B)(4) was deployed, there was something that appeared incorrect. Normal angiography and th ree-dimensional angiography showed that both stent grafts (B)(4) and the contralateral limb (B)(4) were deployed at the ipsilateral limb. A guide wire and sheath were inserted between the deployed stent graft in the right common iliac artery and the vessel, and it was cannulated to the contralateral limb of the bifurcated stent graft. Another manufacturer's stent graft (B)(4) was deployed from the contralateral limb into the right external iliac artery and coiling of the right internal iliac artery was done. Dsa showed a type iii endoleak; therefore an additional stent graft from another manufacturer (B)(4) was deployed in the left common iliac artery. Dsa showed no endoleak and the procedure was completed. No additional clinical sequelae were reported and the patient is being monitored. The physician commented that he was not aware that the contralateral limb stent graft was cannulated into the ipsilateral limb. It was also noted that the due to the vessel tortuousity a stiff wire was used in an attempt to straighten the vessel. Three supra renal stents of the bifurcated stent graft had opened on the left side and two supra renal stents remained unopened. It was not possible to push the delivery system upwards; therefore, the physician pulled it down to remove it and encountered the removal difficulty. Review of portions of the returned video showing the angio images from implant. Pre-implant angio showed a severely angulated proximal neck; approximately 90 degrees. The main device was delivered up the right side. The device was placed just below the renal arteries, and proximal deployment was completed. The tip was biased against the left side of the suprarenal aorta. As the tip was pulled back there was only partial deployment of the suprarenal stents; it appeared that 2 of the stents on the left side did not open and remained with the spindle pressed against the left side of the aorta. The 2 suprarenal stents soon opened, but the spindle remained stuck between the proximal graft margin and the distal portion of the suprarenal stents. The ipsilateral limb was then fully deployed; the distal end of the limb remained in the aaa sac. A wire was then brought up the left iliac, and fed into the ipsilateral limb (not into the gate), and a balloon was brought up to try to free the spindle. Multiple balloon inflations were performed above and below the spindle, as well as pushing and pulling of the device, but the spindle was still stuck. Eventually, the entire proximal portion of the bifurcate was observed to have been twisted (using guidewire maneuvering) the spindle was finally freed, the tip was recaptured, and the delivery system was removed. The ipsilateral extension was then placed within the right iliac. The contralateral limb was then placed (with difficulty) up the previously placed guidewire that was in the right ipsilateral limb, and implanted between the ipsilateral limb and the ipsilateral extension. Angio images confirmed that the contralateral limb was not implanted into the gate, but was in the ipsilateral limb aligned with the gate markers. There appeared to be adequate blood flow into the left iliac, but little into the right (ipsilateral) iliac which was likely closed off by the contralateral limb. From the right iliac another guidewire was brought up (outside the ipsilateral stent graft), into the aaa sac, and eventually cannulated into the bifurcate gate. The video ended at this portion of the procedure. The cause of the removal difficulties could not be determined; however, it is likely that the severely angulated proximal neck, with the biased tip/stents deploying against the aortic wall, may have contributed.

Manufacturer narrative:
(B)(4). Evaluation method: (film). Evaluation results: inherent risk of procedure (inaccurate delivery). Evaluation conclusion: inherent risk of a procedure (inaccurate delivery).